Event description:
The device worked fine in the first four months following implant. By (B) (6) 2009, the pt didn't feel stimulation event at 7.0v and experienced some sort of electric shocks. The pt had a fall in his garden during that time period. The extension was "changed" (unclear if it was replaced/reconnected) and the problem stayed; the pt still felt shocks near the ins and extension. Impedances were normal. The whole system was then removed with the ins and a part of the extension to be sent back for analysis. The settings were: 240mcs, 75hz, 3.7v. The pt outcome was reported as "no longer stimulated".

Manufacturer narrative:
(B) (4).